Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported that this patient was released from the hospital. The loss of capture did not result in greater than two seconds of asystole as the patient is not dependent. No further intervention has been reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pacing impedances greater than 2,000 ohms and loss of capture at maximum outputs. The patient was admitted due to complaint of feeling a shock. However, no shock was recorded. There has been no report of a serious injury to the patient.